Event description:
The user facility reported that a percutaneous transluminal angioplasty (pta) on a patient's left arm was performed. The wires and balloons were difficult to handle, and the procedure took approximately 2 or 3 hours. The doctor changed during the procedure and the wire was found fractured. No resistance was felt. The fractured piece was retrieved by a surgical incision. The patient had minor harm but did not have serious injury.

Manufacturer narrative:
UDI - na. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. Visual inspection of the actual sample upon receipt found that it had been fractured. The fractured piece was approx. 15mm and the main body was approx. 1485mm. Since the normal product length is approx. 1500mm, it was likely that there was no missing piece in the actual sample. Magnifying inspection of the actual sample obtained following results. The wire had been exposed at the fractured section on the distal end. The outer layer had been constricted at the fractured section on the rear end. The shapes of the fractured outer layer ends matched on the distal end and the rear end. Electron microscopic inspection of the actual sample found wrinkles and torn shapes in the outer layer at both the fractured section on the distal end and the rear end. The outer diameter of actual sample in the vicinity of fractured section was measured and confirmed to meet the specifications. The outer layer of actual sample was removed, and electron microscopic inspection of the wire was performed. Following results were obtained. There was no tapering at the wire fracturing sections on the distal end and the rear end, and they were flat. Radial patterns were found on the fractured surfaces of wire on the distal end and rear end. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. In ashitaka factory, following simulation tests were performed on the fracture of guidewire, and we are aware that there is regularity in the wire state depending on the mechanism leading to the fracture. When continuous torque force was applied in the same direction while the guidewire was curved. Continuous torque force was applied in the same direction until fracturing occurred. No taper was found on the wire fracturing section, it was flat, and radial patterns were found on the wire fracturing surface. It was likely to be similar to the actual sample. Torque operation in a curved state. Continuous torque force is applied in the same direction in curved state. When repeated bending force was applied 90 ° folded bending force was applied until fracturing occurred. No taper was found on the wire fracturing section, and a dimple pattern (a hole-shaped pattern) was found on the wire fracturing surface. It was likely that the mechanism of occurrence was different from the actual sample. 90 ° folded bending force was applied until fracturing occurred. The wire fracturing section was tapered. It was likely that the mechanism of occurrence was different from the actual sample. Pulling force was applied in a looped state until fracturing occurred. The wire fracturing section was curved and tapered, and the wire fracturing surface was rough. It was likely that the mechanism of occurrence was different from the actual sample. Based on the investigation result, no anomaly was found in the dimensions and records of the actual sample. From the simulation test results, it was presumed that since continuous torque operation was performed while the actual sample was curved, the wire approx. 15mm from the distal end was fractured due to metal fatigue. As a result of continuing the procedure in that state, the outer layer was torn and separated in the patient's body. Since the total length of actual sample was the same as that of the normal product, it was presumed that there is no missing piece in the actual sample. (B)(4).